Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 109 mg/dl. The caller stated that the insulin pump may have been exposed to perspiration because of the heat where the customer was located. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had unresponsive act and escape buttons due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window and a cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.